Event description:
It was reported that during the surgical procedure, the customer experienced blurry vision. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering found that the light output being emitted from the system illuminators was below specification. The low light output was most likely interpreted by the customer as "blurry vision". It was determined that the low light output was caused by the illuminator bulbs. Replacement bulbs were ordered to repair the system. As of march 14, 2007, there have been no reported recurrences of the issue at this hospital.